Manufacturer narrative:
This device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received twenty-four shocks. The device review found that it was due to supraventricular tachycardia (svt). Once the rhythm reached the end of duration, the atrial fibrillation was true and the rhythm was stable. The review also noted minute ventilation (mv) noise that was not being sensed. Discussed turning off respiratory trends and decreasing correlation percentages the device was operating as programmed, and remains in-service. No additional adverse patient effects were reported.